Event description:
This event involved a patient 1 year and 1 month after heartware lvad implantation who experienced power source change in the controller earlier than expected. The patient stated that this was happening even when the battery was showing two bars, no alarms were noticed. The vad technician isolated one battery as related to the issue. The battery was removed from the patient and replaced. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue.